Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a system error 2240 (air in line/set) alarm during use with a transfer set. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and transfer set which led to the alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and advised to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no repot of patient injury or medical intervention associated with this event. No additional information is available.